Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo and video were provided for review. The video shows the leakage of blood from the end of dilator luer connector. The leakage of blood from sheath can also be noted. The sheath that was used in the procedure is not designed to have a airguard valve in it. Therefore, the investigation is unconfirmed for the reported leak issue as the minimal blood leak during the procedure is noted to be normal in terms of non-airguard valve sheath. However the investigation is confirmed for the identified improper or incorrect procedure issue as the customer should have been holding their finger over the mouth of the sheath according to the IFU. A definitive root cause could not be determined based upon the provided information, the root cause for the reported improper or incorrect procedure or method was determined to be use related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure; after placing the peel-away sheath and removal of the premounted-dilator, blood allegedly leaked through the inlet like no valve was present. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, after placing the peel-away sheath and removal of the premounted-dilator, blood allegedly leaked through the inlet like no valve was present. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo and video were provided for review. The video shows the leakage of blood from the end of dilator luer connector. The leakage of blood from sheath can also be noted. Therefore, the investigation is confirmed for the reported leak issue and identified improper or incorrect procedure or method as the healthcare personnel doesn't place thumb over the exposed orifice of the sheath. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use warns: to prevent air embolism and/or blood loss, place thumb over the exposed orifice of the sheath introducer. (Expiry date: 04/2024) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024), h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned,

Event description:
It was reported that during a dialysis catheter placement, after placing the peel-away sheath and removal of the premounted-dilator, blood was allegedly leaked through the inlet like no valve was present. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, after placing the peel-away sheath and removal of the premounted-dilator, blood allegedly leaked through the inlet like no valve was present. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo and video were provided for review. The video shows the leakage of blood from the end of dilator luer connector. The leakage of blood from sheath can also be noted. The sheath that was used in the procedure is not designed to have a air-guard valve in it. Therefore, the investigation is unconfirmed for the reported leak issue as the minimal blood leak during the procedure is noted to be normal in terms of non-air-guard valve sheath. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2024), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.